Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water drainage/removal was confirmed. The device evaluation found a clogged nozzle causing the water drainage/removal ability not to pass specification. Additionally, as stated in section b5 a foreign object in the nozzle was found and noted to be due to insufficient reprocessing, handling issue. Furthermore, the following findings were identified during device inspection: the forceps elevator lever and the up/down (u/d) knob could not be locked securely due to wear, the suction cylinder was scraped, the adhesive on bending section cover had a chip, the objective lens had discoloration, the play of u/d knob is out of the standard value and the bending angle in up direction did not meet the standard value due to wear of the angle wire. The following parts had scratches: u/d knob, right/left (r/l) knob, forceps elevator lever and knob, flexibility adjustment ring, grip, control unit, image guide protector, protector of universal cord on the control section side and on the scope side, scope connector, scope connector cover, scope connector unit, universal cord, connecting tube, switch box, plastic distal end cover and the objective lens which caused a partially dark area on the image. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle issue, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the nozzle could not be determined. A follow-up communication was performed and the customer did not provide their reprocessing practice and therefore a definitive root cause could not be identified. However, the following information is stated in the IFU (instructions for use) which may help to prevent the issue: the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system describes how to inspect for the subject event. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Feedback to the customer from the service business center (sbc) recommended to the user to practice reprocessing in accordance with the device instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that they had water drainage/removal issue with their evis lucera elite colonovideoscope. Inspection and testing of the returned device found an unknown foreign object in the nozzle which was attributed to insufficient cleaning. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.